Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that after an intraocular lens (iol) implant procedure, the patient's visual acuity was good. However, five months later the patient developed uveitis and decreased visual acuity. Medication treatment was required. Symptom improvement and worsening is repeating. Regardless of symptom improvement, unlike tass or general uveitis, pigment cell was absorbed to the iol. Additional information has been requested.